Event description:
The healthcare professional reported right-side capsular contracture baker grade iii and seroma-late. Additional event of "¿lobulated contours in the lower quadrants¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, seroma-late.